Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif (posterior lumbar interbody fusion) surgery due to lumbar posterior laminectomy syndrome. Intra-op, the tip of the driver broke. The tip was removed from the patient body. There were no patient complications as a result of alleged event.

Manufacturer narrative:
Product analysis results: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.